Manufacturer narrative:
A 25 gauge, 1.5 inch needle was being used to inject lidocaine into a pt during a port-a-cath insertion procedure. It was reported that the shaft of the needle broke and a piece occurred above the hub of the needle. The surgeon opted to leave the needle in the pt rather than making an incision to retrieve the piece. The port was being placed to allow for the administration of chemotherapy. The surgeon felt that planned future diagnostic scans to monitor the effectiveness of the pt's chemotherapy treatment would be a sufficient vehicle to also monitor the status of the retained needle piece. No other pt intervention is currently planned. No sample or photo was available for review. This needle is manufactured by nipro medical and is a component in a custom surgical pack. We have had no other similar issues reported for this component.

Event description:
The needle broke in the pt while lidocaine was being injected prior to a port-a-cath insertion.